Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: 8709sc, brand name: indura, serial: (B)(6), product type: 0184-catheter, implant date: (B)(6) 2007, explant date: (B)(6) 2026 product ID: 8596sc, serial: (B)(6), product type: 0184-catheter; implant date: (B)(6) 2020, explant date: (B)(6) 2026 product ID: 8596sc, serial: (B)(6), product type: 0184-catheter; implant date: (B)(6) 2015, explant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown drug via an implantable pump for unknown indications. It was reported that the hcp's office notified the rep on (B)(6) 2026 that the complete targeted drug delivery (tdd) system had been explanted on (B)(6) 2026 due to infection. Per the rep, operation notes stated that the patient had an open lumbar wound, history of drug abuse, and sepsis. No troubleshooting was performed. Both catheter and pump components were explanted. The products would be replaced in the future. The issue was resolved at the time of the report.

Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the patient had a medtronic intrathecal pain pump implanted for chronic pain management. They stated that the pump developed a severe infection on 2026, neurosurgeon doctor examined the patient at medical center and documented a 5 mm hold in the lumbar incision with generalized erythema and abdominal swelling an magnetic resonance imaging ordered and surgery was planned. On 2026, emergency surgical removal of the medtronic intrathecal pump and catheter were performed. The operative report documented seropurulent fluid in the pump pocket, yellowish purulence in the lumbar incision track, and pseudomonas aeruginosa confirmed as the infecting organism. Preoperative diagnoses included infected medtronic intrathecal pain pump and catheter and sepsis. All tissue and hardware were sent to microbiology. Following pump removal, the patient suffered a cardiac event on approximately 2026 requiring narcan administration, oxygen saturation drop, and high flow oxygen. The patient was subsequently diagnosed with diastolic heart failure, her condition continued to decline. Methicillin-resistant staphylococcus aureus spread systemically causing open wounds across her body. The patient was then transferred to hospice on 2026 and died on 2026. The pump had a documented history of non-healing wound complications dating to (B)(6) 2021. A prior intrathecal abscess was documented. The pump was refilled by doctor in early 2026 despite a documented active infection a published contraindication to pump refill. The patient had documented oxygen saturation of 98% at admission contradicting chronic obstructive pulmonary disease listed as primary cause of death on death certificate.

Manufacturer narrative:
H1. Date of death was unknown but told that it occurred in 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.